Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a3b-a6: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the omniwire was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, the console displayed ¿pressure wire disconnected¿; therefore, drift test could not be performed since the device failed to zero. Block h6: the probable cause of the electrical problem identified prevented the unit from being successfully zeroed by the console. Manipulation and strain can damage internal components and result in the reported failure. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure. During measurement, drift was experienced but range was not provided/unknown. A new device was used to complete the procedure with no patient injury reported. This product problem is being submitted in abundance of caution due to measurement drift. There is a potential for harm if the malfunction were to recur.

Event description:
Further review determined that this is not a measurement drift complaint and has been reclassified to "could not normalize". This failure occurred during measurement; however, the ifr/ffr measurements could not be obtained. This is no longer reportable as there is no potential for inaccurate measurements with recurrence.

Manufacturer narrative:
Block b5: this is no longer a reportable event for measurement drift as it does not meet the following: step 1: the wire must have been successfully normalized before proceeding to the lesion site of interest. Step 2: the ifr/ffr measurement must have already been successfully obtained. Step 3: the drift must occur during the second normalization inside the guide catheter after the measurement. Block h3: medical device problem has been updated to imdrf #a090811 (unable to obtain readings) from imdrf #a090805 (incorrect measurement). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.